Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was constantly failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was constantly failing. A field service engineer inspected the cubie pocket and tray, finding medication foil debris in the cubie tray. The debris was removed. The pharmacy accessed the cubie pocket with no further issues. The system functioned as intended after the field service engineer repaired the device.